Event description:
It was reported that the device was at elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011. Device rrt<=2.62 volt, and device end of service (eos) was reached 3 months after rrt. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(6) 2011 and (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2011 02:15:03 and (B)(6) 2012 02:15:04.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Time of recommended replacement time (rrt) in save to disk occurred on (B)(4) 2011. Device rrt<=2.62 volt, and device end of service (eos) was reached 3 months after rrt. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4) 2011 and (B)(4) 2012. Two patient alerts for low battery voltage occurred on (B)(4) 2011 02:15:03 and (B)(4) 2012 02:15:04.